Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt involvement.

Manufacturer narrative:
The device associated to this report is expected to be returned for investigation but has not yet been received. If new or significant info is obtained from the investigation, a supplemental report will be submitted.